Event description:
It was reported that when the magnet resonance imaging (MRI) scan was started and the device was reprogrammed to surescan on, the patient experienced chest discomfort. Since the patient felt strong chest discomfort, the scan was terminated and the device was reprogrammed to original setting. The chest discomfort disappeared after the device setting was reprogrammed back to its original. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: product ID: 407458, lead implanted: (B)(6) 2014. (B)(6).